Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The caregiver contacted nxstage and stated that she had experienced air alarms during a routing hemodialysis treatment on the previous day. The caregiver was not able to recover from the air alarms and did not call the facility or nxstage for assistance in troubleshooting the alarms. The caregiver terminated treatment without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
Returned cycler was inspected and tested. Testing identified an intermittent received signal from the venous air sensor most likely caused by a loose connection to the circuit card. The venous air sensor and circuit card were replaced. The malfunction resulted in the cycler triggering intermittent erroneous air alarms. The operator interpreted the alarms as air in the circuit and determined not to return the patient's blood when the alarms could not be resolved resulting in a 210cc blood loss. Nxstage reviewed the reported blood loss with the facility. No medical intervention was required as a result of the blood loss. Last service date for this cycler was 2005. Cycler was refurbished at that time including checking all air sensor connections. All testing passed acceptance criteria. Will continue to monitor as part of routine complaint process. Nxstage considers this report closed.